Event description:
Caller reports lancet did not retract into multiclix device after firing, lancet is protruding from device cap. No adverse event reported. A request was made for the return of the product, replacement was sent.

Event description:
The procedure was coil embolization for unknown target lesion. When the orbit complex fill 8x24 coil (637cf0824) was purged with the dcs syringe (catalog/lot unknown) during preparation, the coil was prematurely detached. The coil was not clinically used, and the procedure was completed using other new products. There was no adverse consequence to the patient. Additional information indicated that when purging, the pressure was increased to position #1, the blue zone, on the syringe without difficulty, and the pressure was maintained at position #1, the blue zone, for at least 30 seconds. After purging in the blue zone, when rotating the syringe knob counterclockwise to decrease the pressure to position #2, the orange zone, was verified that the purging pressure was not reduced below position #2, orange zone. After reducing the syringe pressure to position #2, the orange zone, the latch mechanism was unlatched and followed by relocking the latch mechanism. Other than the reported event, no damages were noticed on the delivery system, or coil. The coil is going to be returned for analysis.